Manufacturer narrative:
D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) a novasure procedure was completed and the physician looked hysteroscopically after the ablation and the burn was in the center of the cavity, not the full cavity. 4 days after the procedure it was reported that the patient had presented with nausea and vomiting before leaving the hospital. When she got home it started again and the patient reported constipation and reported no bowel movements. The physician prescribed simethicone, zofran, colace, and miralax and recommended to the patient to go to the emergency room. On (B)(6), the patient went to (B)(6) hospital ER due to pain on her left side, where a cat scan was performed and showed an abscess in the left lower quadrant, the patient was transferred to (B)(6) hospital and they were able to drain 20cc from the abscess and a second abscess in the abdominal wall was found. On (B)(6), the patient had surgery since they found a uterine perforation in the right fundus, 5 thermal burns in the small intestine, and 1 in the large bowel of approximately 2-3cm. The physician examined the bowel for any additional injuries. The patient was reported to be stable.